Manufacturer narrative:
An event regarding loosening involving a secur-fit max 132 hip stem #7 was reported. The event was not confirmed. A visual, dimensional, functional, and materials analysis evaluation was not performed as no devices were returned. Medical records not performed because no medical records were provided. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot. The investigation concluded that the exact cause of the event could not be determined because the device was not returned and insufficient information was received. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that the patient was being revised due to bone scan showing a loose stem.

Event description:
It was reported that the patient was being revised due to bone scan showing a loose stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. No other information is available due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.